Event description:
Per the clinic, the implant magnet was explanted due to poor retention. The patient was reimplanted with another implant magnet.

Manufacturer narrative:
This report is submitted on february 20, 2024.